Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for follow up in clinic. The left ventricular lead was observed to be dislodged. The lead was explanted and replaced. The patient was in stable condition following the procedure.